Manufacturer narrative:
(B)(4). Batch#: x94w8r. Concomitant product: cp-576339 generator and handpiece. Photo analysis: this is an analysis of an image submitted for evaluation. Images 1 and 3 (B)(4) (3): the images provided by the customer show a packaging blister broken. Image 2: the image provided by the customer shows a packaging tyvek. The lot can be seen as x94w8r. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: does the damage to the package compromise the sterility of the device? Yes, pls kindly refer to attachment for photos provided by sales rep. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open liver resection surgery, before used on the patient, the package was found damaged. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 1/6/2023 investigation summary the product was returned for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one device was returned non sterile inside of the blister, the tyvek was not returned for analysis. Upon visual inspection of the blister, it was observed that it was damaged from a corner. Due to the damages found on the blister, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.